Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("severe pelvic pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2000, (B)(6) 2016)) and asthma. Previously administered products included for an unreported indication: ortho-tri-cyclen from 2001 to (B)(6) 2006 and birth control pill. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding,prolonged menstruation"), adenomyosis ("uterine endometriosis"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have uterine leiomyoma ("uterine fibroids"), 2 months after insertion of essure (ess205). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with menstrual disorder and malaise. On (B)(6) 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy. On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), the second episode of pelvic pain ("lower abdominal pain / lower abdominal pelvic area"), back pain ("lower back pain"), menstrual disorder ("abnormal menstruation"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and anaemia ("blood problems:anemia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, the last episode of pelvic pain, back pain, adenomyosis, uterine leiomyoma and menstrual disorder outcome was unknown, the genital haemorrhage, menorrhagia, dyspareunia, fatigue, vaginal haemorrhage, abdominal pain lower and abdominal distension had resolved and the anaemia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, adenomyosis, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure (ess205). The reporter commented: in (B)(6) 2011 plaintiff underwent a tubal ligation. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): salpingogram - in (B)(6) 2016: results: full occlusion of fallopian tubes. Ultrasound pelvis - in (B)(6) 2010: result: miscarriage; in (B)(6) 2010: results: pregnant. Most recent follow-up information incorporated above includes: on 28-mar-2019: plaintiff fact sheet received. Added event bloating, cramping, blood problems: anemia. Updated onset date of events. Historical drug were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 2 (27feb1996, (B)(6)2000,(B)(6)2016)). On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, 2 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In december 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstrual disorder and malaise. On (B)(6)2010, the patient experienced abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy. On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain / lower abdominal pelvic area"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding,prolonged menstruation"), adenomyosis ("uterine endometriosis"), fatigue ("chronic fatigue"), uterine leiomyoma ("uterine fibroids") and menstrual disorder ("abnormal menstruation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on 11-fev-2015). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, adenomyosis, dyspareunia, fatigue, uterine leiomyoma and menstrual disorder outcome was unknown and the genital haemorrhage and vaginal haemorrhage was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, adenomyosis, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: in feb-2011 plaintff underwent a tubal ligation. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): salpingogram - in november 2016: full occlusion of fallopian tubes ultrasound pelvis - in december 2010: pregnant most recent follow-up information incorporated above includes: on (B)(6)2018: plantiff fact sheet & medical record received. Case became medically confirmed.events genital bleeding & vaginal bleeding are added. Concomitant conditions added. Lab data updated. Product , patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("severe pelvic pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (27feb1996, 07sep2000,30may20016)) and asthma. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 2 months after insertion of essure (ess205), the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In december 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstrual disorder and malaise. On (B)(6) 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy. On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), the second episode of pelvic pain ("lower abdominal pain / lower abdominal pelvic area"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding,prolonged menstruation"), adenomyosis ("uterine endometriosis"), fatigue ("chronic fatigue"), uterine leiomyoma ("uterine fibroids") and menstrual disorder ("abnormal menstruation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2015. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, the last episode of pelvic pain, back pain, adenomyosis, uterine leiomyoma and menstrual disorder outcome was unknown, the genital haemorrhage was resolving and the menorrhagia, dyspareunia, fatigue and vaginal haemorrhage had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adenomyosis, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure (ess205). The reporter commented: in feb-2011 plaintff underwent a tubal ligation. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): salpingogram - in november 2016: full occlusion of fallopian tubes ultrasound pelvis - in december 2010: pregnant. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet:- all the events were resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstrual disorder and malaise. On (B)(6) 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation"), adenomyosis ("uterine endometriosis"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), uterine leiomyoma ("uterine fibroids") and menstrual disorder ("abnormal menstruation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, adenomyosis, dyspareunia, fatigue, uterine leiomyoma and menstrual disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, adenomyosis, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and uterine leiomyoma to be related to essure (ess205). The reporter commented: in (B)(6) 2011 plaintiff underwent a tubal ligation. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): salpingogram - in (B)(6) 2016: full occlusion of fallopian tubes. Ultrasound pelvis - in (B)(6) 2010: pregnant. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.